Event description:
A malfunction was reported with a malfunction code indicating an issue with the equipment. Blood glucose levels did not exceed 500 mg/dl, so there was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the malfunction did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to contact support if the issue reappears and confirmed their understanding.